Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative checked the system logs and found the generator had thrown an error at the time the image was taken. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the system was not functioning properly during a case. There was no reported impact on patient outcome.